Event description:
It was reported that an ilet insulin pump was dropped, resulting in damaged tubing, connector, and cartridge, after which the pump would rewind but displayed an ¿unable to proceed¿ alert during fill tubing with no actionable notification; the user transitioned to multiple daily injections and blood glucose remained stable. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy via injections without reported injury. Investigation included remote troubleshooting by support and arrangement for device replacement and return of the damaged unit. Investigation of this case revealed a device mechanical damage event affecting infusion components, consistent with a failure to prime or occlusion during the fill tubing sequence. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction and identified the leadscrew stop was not in position.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.